Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7209272.

Event description:
It was reported that following trial procedure, the patient was bed ridden for days due to procedural pain. In the middle of the trial, it was noted that the patient had a cracked rib and the cause was unknown. The patient had a lead pull and the leads were discarded per facility policy.